Event description:
Venous tubing adaptor broke off inside perm catheter port. Attempted removal was finally successful after approx 1 hr. Pt given IV vancomycin and dialysis accomplished. Pt treated for clotted catheter 3/3-3/4, then admitted 3/5-3/8 for sepsis. Blood c & s negative-perhaps due to partial treatment with vancomycin after prolonged manipulations during removal of broken adaptor.